Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used during a lithotripsy procedure. According to the complainant, the coil was attempted to be closed for changing the location of the coil, but the coil was unable to be closed. The sheath was retracted and advanced several times and the white heat shrink was skived. The device was removed from the patient. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned stone cone nitinol retrieval coil revealed kinking and accordion defect on the blue sheath, tearing, peeling and accordion defect on the white heat shrink and peeling of the blue / green heat shrink on the cone. The cone was partially jammed inside the blue sheath and the device would not open and close normally. The event is associated with a product that met specifications but due to procedural factors its performance was limited, therefore, most probable root cause for this event is operational context.